Event description:
Primarily the customer complained about discrepant results of two different samples with seraclone anti-jk(b). The customer informed us that they initiated an internal investigation and discovered that the false positive reaction of one of the affected samples was caused by a technician error. The second patient sample that had caused a false positive result was sent to us for quality control, but none of the supposedly defective product was returned. The sample was re-tested in our quality control laboratory with our retained sample of seraclone anti-jk(b). The sample correctly reacted negatively. The result of our serological testing was confirmed by the molecular typing in an external laboratory. Additionally our quality control laboratory tested the retained sample with different jk(a+b+) red cells. All positive reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot

Manufacturer narrative:
This is our initial report for this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer complained about discrepant results of two different samples with seraclone anti-jk(b). The customer stated that the patient samples are going to be forwarded to us but not the allegedly defective product. We are still waiting for these samples. Therefore our quality control laboratory tested the retained sample of seraclone anti-jkb with different jk(a+b+) red cells. All positive reactions were correct. We did not observe any false negative reactions. Testing by the quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.